Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level ranged between 130-200mg/dl. After the first occlusion alarm, the customer resumed insulin deliveries without changing any pump supplies. The second occlusion alarm was received during bolus delivery. A pump system check was performed and the pump performed as intended. The customer declined removing their infusion set site to inspect the cannula. The contact reconnected the infusion set tubing to the infusion set site and was able to successfully deliver a bolus without additional occlusion alarms occurring. The contact reported that the pump would continue to be used for insulin therapy and manual injections were available if needed.